Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was powered off and could not be reactivated. This incident resulted in a delay to patient care and confirmed that there was no patient harm. Upon device part investigation, it was confirmed that the thermal damage was observed on pyxibus communication cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. The report that the station turned off and won¿t turn back on was noted to be confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: isolated problem to auxiliary cabinet. Found damaged pyxibus cable; replaced pyxibus cable. Verified using diagnostics that all drawers functioned properly. Customer successfully tested drawers using application. Visual inspection of the received pyxibus cable observed a burn and scrape markings along an area on the cable; the wire was exposed along the burn area. The burn and scrape markings were noted to line up along the edge of the station back panel based on the photos provided by field service engineer. No further testing was deemed necessary on the pyxibus cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station had randomly powered off and it failed to recover. The field service engineer (fse) resolved the issue by replacing the damaged pyxis cable with a new one and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was powered off and could not be reactivated. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.